Manufacturer narrative:
(B)(4): product ID: 3093-28, lot# v207498, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
Additional information received later indicated that patient received assistance from their health care provider (hcp) or manufacturer representative and her concerns were resolved. It was noted that patient had to have batteries replace in device and was waiting for a call to schedule surgery. It was noted that patient had an appointment scheduled on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) reached normal battery depletion on (B)(6) 2014. The ins had been set in continuous mode. The ins was explanted or replaced and the patient recovered without permanent impairment.

Event description:
The patient reported loss of therapeutic effect and stated her stimulator did not seem to be working. She tried using her programmer and could not get the remote to work. The patient stated she noticed it about a week prior to the call. The patient noted that she thought she had to go to the bathroom a lot. The patient also mentioned that it was like she had an infection but did not have one and this had being going for almost 2 weeks. The patient reported seeing poor communication screen with and without the antenna. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.